Manufacturer narrative:
A temporal relationship between the adverse events of abdominal pain, leukocytosis, peritonitis and subsequent hospitalization using the liberty cycler and the liberty cycler set during ccpd therapy exists. Based on the information captured within the complaint file and medical records, a probable association between the patient not adequately draining for three months prior to the diagnosis of peritonitis and the patient's contact stating for the past three months the cycler has been making a grinding noise, phase and cycles unknown. Additionally, the pdrn revealed the possible etiology and causality of the peritonitis event was secondary to breach in aseptic technique /touch contamination, inadequate sterile technique practice when the patient is performing ccpd therapy. The patient has a highly complex medical history including diabetes type 2 insulin dependent with noted issues of compliance with disease management, hypertension, hypothyroidism, coronary artery disease (cad) which may be contributory to susceptibility for infection. The patient has received a new replacement liberty cycler post discharge from hospital. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and medical records were reviewed by a post market surveillance clinician. On (B)(6)2017, it was reported by the peritoneal dialysis registered nurse (pdrn) that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6)2017 due to a diagnosed episode of peritonitis. Additionally, the pdrn revealed the etiology of the peritonitis event was secondary to breach in aseptic technique / touch contamination. Specific examples cited by the pdrn were the patient¿s breach in aseptic technique, inadequate sterile technique practice during and while performing ccpd therapy, patient does not wash his hands or dons a mask to cover nose and mouth. Additionally, the pdrn revealed the patient was frequently gardening and has his dog present during peritoneal dialysis treatments. During the course of hospitalization, the pdrn stated the patient was provided effective dialysis treatments without reported issues. Patient had no issues with performing manuals. Pt. Was discharged on (B)(6)2017 for a total two day length of hospital stay to home with medication list, outpatient follow up appointments and (B)(6)2017 pd clinic appointment for intraperitoneal (ip) antibiotics. Review of medical records revealed that patient presented to the emergency room (ER) on (B)(6)2017 experiencing persistent abdominal pain for two days, completed continuous cycler-assisted peritoneal dialysis (ccpd) nightly treatment the night of (B)(6)2017. Additionally, the patient reported pain along abdominal flanks (bilaterally) as well as lower abdomen, afebrile and denied chills. The patient underwent aspiration of peritoneal fluid by physician in the emergency room (ER) with reported diagnosis of infection consistent with peritonitis. The culture report revealed wbc¿s greater than 3,000 and was administered ceftriaxone and then transferred to hospital for admission afebrile but hypertensive. The patient post-transferred to the hospital and the patient was treated empirically with vancomycin and continuing ceftriaxone until final pd culture report. The pd patient was diagnosed with bacterial peritonitis and started on intraperitoneal (ip) antibiotics, and cultures of aspirated peritoneal fluid were reported negative for bacteria but positive for leukocytosis. Physical exam were noted to be benign with review of all systems except lateral abdomen noted to have tenderness bilaterally, no erythema and trace edema bilaterally in lower extremities. The plan for dialysis was to have the patient resume peritoneal dialysis on (B)(6)2017. Patient was discharged to home on (B)(6)2017 with continued follow up of pd fluid cultures, continuation of antibiotics, resuming ccpd therapy on liberty cycler (replaced).